Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device's nurse call connector was found pushed up, likely with broken pins. The customer does not was any repairs done to the device, device will be returned unrepaired. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.